Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient complained of symptoms three weeks post implant. Interrogation found loss of pacing even at 7.5 v. Fluoroscopy revealed lead dislodgement.